Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "recently:. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as due to poor diet and hygiene. The patient was hospitalized for the event. The patient was treated with cephalosporin (intraperitoneal) for the event. At the time of this report, the patient remained hospitalized and was recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter decline declined to provide additional information.